Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted the technical support engineer (tse) after the issue occurred and robotic portion of case was completed to report that the camera backed out on its own. The tse reviewed logs and saw 31009 faults on the universal surgical manipulator (usm). The customer had another case and will monitor the situation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said when the issue occurred, no one was touching the system, and the doctor was performing suturing using only two arms. Suddenly, the camera backed out of the patient. The camera suddenly zoomed out and felt like it came out of the trocar. The image was not inverted. The camera was reseated, and the procedure was continued. The issue occurred on the same day three times on the same arm on two different procedures with the same adapter. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue and proactively replaced the usm to correct the reported problem. The system was tested and verified as ready for use. The procedure was completed as planned. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have no failures; however, errors were confirmed in the logs. During failure analysis, the usm was tested on the in-house system in normal mode with no errors. The usm was also tested on a patient side cart fixture test platform (pftp) and had no related errors. The complaint was not confirmed based on the field evaluation/failure analysis.